Event description:
It was reported that the customer received the displayable history crc check failed on startup alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. Explained the alarm and possible causes of the alarm to the customer. The customer stated that the insulin pump had been stored with a dead battery for an extended period of time. Explained that this was normal insulin pump behavior given the circumstances. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.